Event description:
On (B)(6) 2024 a beta bionics territory business manager (tbm) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 7/23/24. On (B)(6) 2024, the user experienced a bent infusion set cannula after a supply change, resulting in insulin leaking from the site. After inserting another site, the user encountered another bent cannula and was not receiving insulin, leading to blood glucose levels exceeding 400 mg/dl for 15-20 hours. Believing they were having a heart attack, the user called an ambulance and was taken to the hospital, where they were diagnosed with dka. The user experienced pain in the neck and shoulders and was treated with IV fluids. The user was using the convatec inset (23", 6mm) teflon infusion set.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The hyperglycemia began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated infusion set failures.